Event description:
On may 20, 2008 the lay user/pt contacted lifescan alleging that the one touch ultra meter had a battery issue. The medical affairs specialist (mas) was able to correspond with the reporter by telephone on june 4, 2008 and classified the complaint based on the follow up call and the customer care advocate's (cca) documentation. The lay user/pt tests her blood glucose before breakfast. She manages her diabetes via glucophage 1000mg two times a day, actos 25mg three times a day and glipizide 10mg before breakfast and before dinner. The pt stated that the alleged meter issue began somewhere around in november and december 2007. The pt did not make any changes to her diabetic medications or meals following the issue. However, after the issue began, at an unk time she reportedly experienced symptoms of sweating and weakness. Due to the symptoms she claimed skipped her medications in the night. She reportedly received assistance from the clinic about one month prior to report, and was tested low on the lab meter. The requested products will not be returned to the manufacturer, since the pt stated that the meter is working fine after she replaced the batteries. The customer care advocate (cca) went through the troubleshooting and found out that it was not a new product and the pt never replaced the batteries per owner's manual. The cca informed the customer to replace the batteries. This complaint is being reported due to the following conclusion: the pt claimed she developed symptoms that could be associated with hypoglycemia after the reported issue.